Event description:
Per the clinic, the patient underwent revision surgery (date not reported) for unknown reasons. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent a procedure on (B)(6) 2014 for debridement at the implant site. During the same procedure the abutment was exchanged. This report is filed january 21, 2016. The implanted device remains.

Manufacturer narrative:
(B)(4): the implanted device remains..